Event description:
Hyperglycemia: a pt reported that she was hospitalized approx one year ago due to hyperglycemia while using a novopen 1.5 device with humulin 70/30 insulin cartridges. The pt stated that the device made a zip sound when she pressed the pushbutton down and therefore she suspects that she was not receiving the full dose of insulin. The woman indicated that she is a very brittle diabetic with a history of erratic glycemic control. She also noted that she is visually impaired but a caregiver verifies her insulin dose before injections. The pt could not recall the date or duration of her hosp stay, nor the physician who treated her, because she stated that she has memory problems. The device in question is not available for testing, as it was discarded after the event.